Manufacturer narrative:
The customer deemed the repeat results correct. The investigation reviewed the calibration trace and noted that the signals were inconsistent, not only for the current reagent lot but also for the previous reagent lots. The investigation reviewed the qc results and noted them to be acceptable but with strong fluctuations. The investigation excluded a general reagent problem. Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
The customer did not use roche rack cup adapters. Product labeling states "inserting a roche rack cup adapter into a rack - use roche rack cup adapters to improve the alignment of 13 mm tubes. Warning ! Incorrect results and errors due to misaligned sample tubes not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. R always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter received questionable t4 elecsys e2g 300 v2 results from four patient samples tested on the cobas e411 disk. The initial results were reported to the patients and clinicians. The patients sought a second opinion. The doctor confirmed that the results were wrong and requested a rerun. Patient 1 the patient sample was rerun on a boditech afias. On (B)(6) 2023, the initial result from the analyzer was >320.0 nmol/l with a data flag. The repeat result from the other analyzer was 67 nmol/l. Patient 2 on (B)(6) 2023, the initial result was >320.0 nmol/l with a data flag. On (B)(6) 2023, the repeat result was 90.58 nmol/l with a data flag. Patient 3 on (B)(6) 2023, the initial result was >320.0 nmol/l with a data flag. On (B)(6) 2023, the repeat result was 85.31 nmol/l. Patient 4 on (B)(6) 2023, the initial result was 197.1 nmol/l with a data flag. The repeat result was 98.67 nmol/l. The reagent lot number is 653187. The expiration date was requested but not provided.